Event description:
It was reported patient had fallen, and she was receiving abdominal stimulation. The patient reported, the issue only occurs on one of her programs, and she does not use that program. The sjm representative contacted the patient, but the patient wanted to follow up with a back specialist regarding a separate issue. It was reported the patient was to contact her physician for reprogramming her scs system at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.